Event description:
It was reported to nova biomedical that a consumer's blood glucose reading was 123 mg/dl when immediately compared with his physician's meter reading of 211 mg/dl. There results are over a 20% difference in range and are considered to be clinically significant. A replacement blood glucose meter was sent to the consumer.

Manufacturer narrative:
Nova biomedical is awaiting the return of product to conduct a quality investigation. Should any significant findings be a result of the evaluation, a follow-up report will be filed.